Manufacturer narrative:
This supplemental report is being sent for additional information received from the customer and a correction to the initial report.

Event description:
Additional information was received from the customer. The unspecified therapeutic procedure was completed with the same device. It was unknown if there was a surgical delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Since the reported malfunction could not be confirmed, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No updated information from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a leak in the universal cord. There were no reports of patient harm.